Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the events is likely due to insufficient or inadequate reprocessing resulting in foreign material. It is likely the charged coupled device (ccd) was damage due to physical stress. However, the root causes of the reported events are unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was requested from the reporter. The device was evaluated by olympus. The evaluation found that the allegation had been confirmed. Additional issues were identified during the device evaluation: the balloon channel had no water, and the universal cord had discoloration due to channel deterioration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the balloon channel on the evis exera ii ultrasonic bronchofibervideoscope was clogging. There was no water. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted the tube was clogged with foreign objects coming from the distal end due to insufficient reprocessing. It was also noted that no image was displayed due to a damaged charge-coupled device. This report is intended to capture reportable malfunctions of the tube was clogged with foreign objects coming from the distal end due to insufficient reprocessing and no image was displayed due to a damaged charge-coupled device noted during estimation.